Event description:
During a remote follow-up, episodes of far-field r-wave oversensing (ffrwos) and automatic mode switch (ams) were recorded on the device. Reprogramming is anticipated but no known intervention has been done yet. The patient was stable and will continue to be monitored.